Event description:
It was reported that prior to convective radiofrequency water vapor thermal therapy treatment of the prostate, the physician was unable to prime the irrigation fluid to the handpiece. Upon inspection of the irrigation outlet within the delivery device, a piece of plastic was observed. The piece of plastic was removed and priming of the delivery device was achieved. The procedure was completed utilizing the same device without clinical consequences to the patient.

Manufacturer narrative:
The product was not returned, only the foreign material that was obstructing the scope was returned so there was no testing that could be performed. The foreign material was identified to be a fragment of the duck bill on the proximal end of the shaft. A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The cause of the fragmenting of the component could not be determined. Based on the information available, an evaluation conclusion code of cause not established was assignable to this investigation.

Event description:
It was reported that prior to convective radiofrequency water vapor thermal therapy treatment of the prostate, the physician was unable to prime the irrigation fluid to the handpiece. Upon inspection of the irrigation outlet within the delivery device, a piece of plastic was observed. The piece of plastic was removed and priming of the delivery device was achieved. The procedure was completed utilizing the same device without clinical consequences to the patient.